Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin irritation. The patient's irritation was located under the bottom band of the garment and was comprised of small, red, itchy bumps. The patient's physician advised the patient to keep the affected area clean and dry. Follow-up indicated that the skin irritation had healed.